Event description:
On 28-jun-2010, stryker biotech received follow up regarding adverse events reported in the literature article: a prospective, randomized, controlled, multicenter study of osteogenic protein-1 in instrumented posterolateral fusions by delawi et al, spine, 2010, vol 35, no. 12, 1185-1191. The article mentions adverse events in patients who received osigraft in conjunction with pedicle screw instrumentation and autograft as part of study to treat degenerative and isthmic spondylolisthesis. The follow up provided limited details on three patients who had not previously been reported to stryker biotech. This complaint will capture the details of one of the patients (demographics unknown), who experienced cardiac arrythmia during hospitalization for an unspecified surgery which involved the adminstration of osigraft for an unknown indication. The arrhythmia was treated with cardioversion and oral metoprolol. See reports 1224732-2010-00014 and 1224732-2010-00021 for details of the other two patients. Additional information will be requested.